Event description:
I was not told about the nickel in the device. I do not react well to nickel. I have a very painful cramps. Possible cysts but not found. Achy body. Headaches. Foggy memory. Painful intercourse. All of a sudden reacting to tampons. Every month I get itchy skin down there. Painful joints. Bumps on my face. Bad cramps. Weird periods. (B)(4). Update on (B)(4) 2014: my doctor also did an ablation to help with the bleeding and cramps. The bleeding stopped but still have horrible cramps. Thought an ablation wasn't suppose to be done when you have essure?